Event description:
Medtronic received a report that the device passed through a previously deployed stent. The device was not used on patient. There was accessory device incompatibility. A 0.18" microcatheter was used because a rebar 18 catheter was not available due to a back order. There were no patient symptoms or complications associated with this event. No medical or surgical intervention required. The issue was resolved on (B)(6) 2026. The patient was supposed to undergo thoracoabdominal aneurysm embolization surgery of the polar left renal artery. It had a diameter of 8 mm. It was noted the patient's vessel tortuosity was normal. There were no abnormalities reported in relation to anatomy. Ancillary devices include a vertebral catheter 5fr diagnostic catheter and a moma 150 boston scientific catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.